Event description:
The wife of a (B) (6) male pt contacted lifecor customer support to report that one of the pt's battery packs was not charging. She stated that it had been on the charger all night and still was not fully charged. Support had the wife download and the download revealed several "battery charger fault" flags on one battery pack. Support sent the pt a replacement battery pack and battery charger.

Manufacturer narrative:
Device manufacture date: battery pack (B) (4) - 02/2009. Battery charger (B) (4) - 02/2009. Device evaluation summary: device evaluations of battery pack (B) (4) and battery charger (B) (4) have been completed. The reported problem was confirmed. The cause of the defective battery charger was a defective q1 chip. This bad chip caused the battery pack to not enter charging mode. The root cause of the defective q1 cannot be positively identified, but was likely random component failure. The faulty charger was repaired. It was then retested and restocked. The battery pack had defective cells as a result of not charging, because of the defective battery charger. The cells were replaced. The battery pack was repaired, retested and restocked. No adverse event resulted from the damaged battery charger and battery pack. The distributor received a replacement battery charger and battery pack.